Event description:
A customer reported experiencing a recurring issue with a minimum fill notification over the past year. There was no adverse impact to the customer's blood glucose level reported. The customer attempted to load a new cartridge and followed instructions to clean the pump area, but was unable to continue troubleshooting because the screen was unresponsive. As a resolution, technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.